Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site had all green values with registration and accuracy checks. The s1 screw on the left side was placed without issue. However, when checking accuracy with the probe, the accuracy appeared deviated by 3-5mm. The site reregistered the patient without issue however when performing an accuracy check, the accuracy still appeared deviated by 3-5mm. The guidance system was abandoned. The remainder of the case and the adjustment of the placed s1 screw was completed via navigation. After the procedure, the site attempted to remove the system from the table, and the system immediately fell towards the floor. The manufacturer representative was able to prevent collision. The representative reported no pneumatic error message or low values in software, and the compressor was audible. The representative was able to fully store system. There was no patient harm. The procedure was delayed by less than one hour.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.